Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent occlusion alerts approximately every two days, often after meal announcements, despite visual inspection indicating straight cannulas and acceptable infusion sites, and that the device produced no audible alerts even though sound settings were confirmed on high; the user also reported pausing insulin and forgetting to resume without receiving an audible reminder, while using an inset 6 mm, 23 in infusion set. Symptoms included feeling unwell when insulin remained paused. Outcomes included user-managed recovery without outside assistance or medical intervention, along with device replacement and return of the original unit. Investigation included complaint handling, user education on shutdown and return, data synchronization guidance, and receipt and inspection of the returned device. Investigation of the device engineering logs confirmed previous occlusion alarms; no defects in consumables were confirmed. The occlusion issue could not be replicated during testing. It was concluded that the cause of the occlusion alarms was inconclusive due to insufficient evidence to isolate a specific component or use-related factor. Additionally, a faulty speaker was found via inspection of internal components. It was concluded the cause of the no audible alerts was an electrical malfunction of the audio circuit consistent with product performance issue.